Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump multiple pump error alarms. The customer's blood glucose was unknown at the time of incident. The customer stated that she is currently on vacation and has received the following pump error's; interprocessor communication error, the motor processor did not report the pumps stroke as finished in reasonable time, hardware low level failures and the hardware rtc date and time disagrees with the software maintained date and time. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error noted. Pump error 63 alarm (variable 9) confirmed in the pump history due to software error. Unit received with minor scratches on case and minor scratches on lcd window.